Event description:
Healthcare professional reported right side "biofilm, drainage, and a lot of fluid that is very viscous." Patient treated with cephalexin 500mg qid for 7 days. "I & d with drain placement." Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma, drainage, seroma-late, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "biofilm, drainage, a lot of fluid that is very viscous and anaplastic large cell lymphoma". Patient treated with cephalexin 500mg qid for 7 days. "I & d with drain placement." Device was explanted.

Manufacturer narrative:
Reason for reoperation is ¿a lot of fluid that is very viscous, biofilm, and anaplastic large cell lymphoma.¿ device evaluation: visual analysis of the returned device identified deformation. The weight of the device is within specification. Observed after autoclave are voids and a cloudy color. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "biofilm, drainage, and a lot of fluid that is very viscous". Device was explanted.